Manufacturer narrative:
Description, lot # and UDI not provided. Catalog # incorrect for capsules device. Complaint relates to cp1200 not mr100 as reported. Complaint received from us agent on (B)(6) 2022. No other communication received and very limited information on report. We have referred to product risk assessments and product history to ascertain likely cause. Likely cause is due to user not fully depressing trigger as per instructions supplied with device. On full blade activation the blade cuts tissue with front of capsule cutting board. If trigger is not fully depressed tissue may become half cut or squashed/jammed and not cut. Blade only moves in forward direction and not back and forward like other devices. Based on the limited information and the product history we assume that the user did not activate the trigger and blade correctly as per the IFU. This assumption has been derived from other users that have had the same experienced and each time after direct contact with them it was accepted and accepted was user error. Manufacturing steps are also in place and it is not possible for an unsharpened blade to be assembled in the device.

Event description:
The event was reported on (B)(6) 2022 by physician to FDA for an event that occured on (B)(6) 2021 and brought to our attention on (B)(6) 2022 by our us agent. No other communication to the company received about this event. Vague report and incorrect part numbers used within physician report physician report below. "The disposable blade old not cut and the mucosa would not release. On removal of the 1st rectal biopsy. The blade did not cut the mucosa. It was tethered to the equipment. Reinserted the equipment ano pushed the blade again to cut. Pulled and the mucosa was not cut. Reinserted and released suction and mucosa did not detach. Touched the tethered mucosa and able to release. Pt did bleed but stopped. Used different rectal suction equipment ano able to get 2nd biopsy. Pt recovered ano when she used the restroom. Blood came out and she "vasovagated". Rapid response was called and pt was stable. Pt had flex sig done under sedation for hemostasis with "clips". Pt admitted for observation. Her hemoglobin did drop. No blood transfusion."